Event description:
Mid colonoscopy case, the gi scope stopped showing an image, twice. Error messages included e216 and b30. All troubleshooting done by staff. Ultimately, the case had to be restarted with a new scope. Patient required additional anesthesia, additional gi time and discussions of transferring were taking place.